Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Engineering confirmed the customer's experience of the fractured cannula. The wall thickness of the cannula was measured, and the measurements did not meet specifications. The probability and criticality of harm resulting from this failure mode has been evaluated and found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event device was returned for evaluation. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap roux-en-y - "the trocar was inserted, a bowel grasper was used in this port, the trocar fractured, and all pieces were removed. The cannula experienced the fracture, the sales rep was unsure of what part of the cannula experienced the break." Patient status - "no patient injury".